Event description:
Ambulance personnel were attending to a pt in cardiac arrest. External pacing was attempted after defibrillation therapy was administered. Allegedly the electrocardiogram displayed on the monitor did not represent the expected rhythm, as determined from the clinical evaluation, so electrical capture could not be discerned. A back up device was obtained and used to continue treatment; however, the pt was not resuscitated. The rptr stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the reporter's assessment of the pt's lack of viability.